Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿needle got disfigured¿? Did the needle bend while in use? Is the actual sample being returned for evaluation? What is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2016 and suture was used. During uterine closure, the needle got disfigured . No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please clarify what is meant by needle got disfigured. The needle was bent during surgery. Did the needle bend while in use? Yes. Is the actual sample being returned for evaluation? Yes. What is the lot number? T6001.

Manufacturer narrative:
Date sent to FDA: 9/13/2016. The actual sample was returned for analysis. The actual, used sample presented a deformed needle with attached suture segment of approx. 4 cm. Visual examination revealed multiple severe user instrument marks on needle body, and also some marks in the needle attachment area. The needle had been bent up from the middle to the attachment end, very likely due to excessive user handling. Ethicon IFU recommends: grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Visual inspection and ductility and stiffness test of the retained samples meet the specified quality requirements.